Event description:
Asr revision, asr xl system. Reasons for revision: a direct translation of the (B)(6) indicates this to be "soft tissue reaction with granuloma formation in total hip replacement. Metal corrosion of the conical plug-in connection of the hip replacement head. (46mm head size asr)" and "hull breach by loss of structural integrity" update received: (B)(6) 2014 - amended products: cup and head, added patient surname: (B)(6), advised non depuy stem, added side hip: left, added rough implant date: (B)(6) 2006 (exact date unknown), added further reason for revision: increased cobalt and pseudotumour and added hospital reference number. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem hospital case reference number: (B)(6). Update - added ref number. Taken from email dated (B)(6) 2014. Update (B)(6) 2014 - implant date given and revision date changed. Claimsuite received.

Event description:
Asr revision recommended. Asr xl system. Reasons for revision: a direct translation of the (B)(6) indicates this to be "soft tissue reaction with granuloma formation in total hip replacement. Metal corrosion of the conical plug-in connection of the hip replacement head. (46mm head size asr)" and "hull breach by loss of structural integrity."

Event description:
Asr revision. Asr xl system. Reasons for revision: a direct translation of the german indicates this to be "soft tissue reaction with granuloma formation in total hip replacement. Metal corrosion of the conical plug-in connection of the hip replacement head. (46mm head size asr)" and "hull breach by loss of structural integrity" update received: (B)(6) 2014 - amended products: cup and head, added patient surname: (B)(6), advised non depuy stem, added side hip: left, added rough implant date: (B)(6) 2006 (exact date unknown), added further reason for revision: increased cobalt and pseudotumour and added hospital reference number. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Hospital case reference number: (B)(6).

Event description:
Asr revision; asr xl system. Reasons for revision: a direct translation of the german indicates this to be "soft tissue reaction with granuloma formation in total hip replacement. Metal corrosion of the conical plug-in connection of the hip replacement head. (46mm head size asr)" and "hull breach by loss of structural integrity" update received: (B)(4) 2014 - amended products: cup and head, added patient surname: (B)(6), advised non depuy stem, added side hip: left, added rough implant date: (B)(6) 2006 (exact date unknown), added further reason for revision: increased cobalt and pseudotumour. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Hospital case reference number: (B)(4). Update (B)(4) 2014 - implant date given and revision date changed. Added hip side into complaint description, left side. Additional information: (B)(4). The description "46mm head size asr" makes it possible to find the correct product code for the cup. I then used the compatibility checklist to find the most commonly used compatible femoral head. This is most likely the correct code for the head. Patient x-ray indicates patient is bi-lateral, but no further details have been provided.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.